Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with button error. No further information provided.

Manufacturer narrative:
The insulin pump was received with intermittent buttons; the problem was isolated to keypad assembly. The insulin pump failed leak test, leaked at a cracked on the back of the case. The connector at the printed circuit board was properly connected. No damage or moisture damage was found on the keypad assembly noted. The operating currents are within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump stained serial number label. The insulin pump had cracked case on the back at the battery tube area, minor scratched lcd window, case and keypad overlay.